Event description:
During case, the tacker locked up. No harm to patient. Another tacker opened to complete the case. Description of procedure: we then attached the mesh to the abdominal wall using approximately 40 absorbatacks placing them every 1 to 2 cm around the perimeter of the mesh followed by a double crown of tacks. A completion laparoscopic survey was performed. There were no complications. No bleeding or other abnormalities were noted.